Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report that ipg was revised due to ¿approaching eos¿ was confirmed. Analysis and a longevity calculation of the returned ipg found the device declared elective replacement indication (eri) and displayed the ¿replace generator soon¿ image. The battery depletion, due to usage, was normal. **note: device also declared eol (end of life) after explant.